Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2016-00709 / 00710).

Event description:
It was reported that patient underwent a right total hip arthroplasty on (B)(6) 2003. Subsequently, the patient was revised on (B)(6) 2009 due to unknown reasons. During the procedure the cup, head, and liner were removed and replaced. A future revision procedure has been indicated due to loosening of the cup; however, another revision procedure has not been reported at this time.